Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This follow-up submission reflects the evaluation findings for the returned devices. The evaluation revealed that the dimensional analysis of the returned device meets specifications and that critical mating features (morse taper) are within tolerance. Minor scratches and abrasions noted on articulating surface and on the morse taper. No significant damage noted to device. As the baseplate, central screw and peripheral locking screws were not returned for evaluation, the condition of the mating surface is unknown. Device history record review revealed nothing relevant to the event. There were no adverse patient consequences reported as a result of this event. The most likely cause of the reported disassociation is undetermined.

Event description:
It was reported that on (B)(6) 2015 patient had a reverse total right shoulder procedure. A few weeks post-op, the patient reported feeling something had loosened in his shoulder. Surgeon took an x-ray which was unclear at that time. Another x-ray was taken which revealed that the head had disassociated from the base plate. Revision surgery was performed on (B)(6) 2015. During the revision in the process of removing the ar-9503l-06c, the cup device was damaged. The ar-9504m-02 and ar-9503l-06c were explanted from the patient. The original stem and base plate remained. Surgeon revised the glenosphere, changed the neck angle and used a spacer. Patient was a male, age (B)(6).

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device has been received and an evaluation is in progress. Device history record review revealed nothing relevant to this event. A follow-up report will be submitted after the evaluation is completed.

Event description:
It was reported that on (B)(6) 2015 patient had a reverse total right shoulder procedure. A few weeks post-op, the patient reported feeling something had loosened in his shoulder. Surgeon took an x-ray which was unclear at that time. Another x-ray was taken which revealed that the head had disassociated from the base plate. Revision surgery was performed on (B)(6) 2015. During the revision in the process of removing the ar-9503l-06c, the cup device was damaged. The ar-9504m-02 and ar-9503l-06c were explanted from the patient. The original stem and base plate remained. Surgeon revised the glenosphere, changed the neck angle and used a spacer. Patient was a male, (B)(6).